Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was due to trouble charging the ins. Pt reported that they will start the charge for the ins, with the controller at 100% and the ins at 40%. Pt stated that in 1h 15m of charging with the recharging quality consistently at recharging excellent, the controller battery depletes to 20%, but the ins battery has only incremented from 40-50%. Pt stated the issue started a good month ago (year valid). Patient had "unplugged the battery and put it back in", which the pt did, but the pt stated this did not resolve the issue. Pt confirmed the rtm paddle is getting warm. An email was sent to the repair department to replace the device. Additional information was received and it was reported that pt got new recharger and the charge has moved up only 10 percent in an hour and 45 minutes even though they are getting excellent charge quality. Pt says they don't hear any rattling when shaking controller, and port looks intact. Pt confirmed they are using the new recharger and not the old one. I emailed repair to send out replacement controller.